Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The ipg was noted to be sitting on one of her folding fat creases. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).